Event description:
A non-healthcare professional reported via health authority that during preoperative mechanical testing, the vitrectomy system parameters had appeared normal, but probe did not cut before vitrectomy surgery. The procedure was completed on same day by replacing the product with new one (probe with standard illumination fiber was replaced). There was patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).